Manufacturer narrative:
The product was not returned for evaluation. Without the return of the device, the root cause of the problem cannot be determined. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns. H3 other text : the device was discarded by the hospital.

Event description:
The patient was undergoing a coil embolization procedure to treat a hepatic pseudo aneurysm using ruby coils. During the procedure, while attempting to retrieve a ruby coil inside the microcatheter, the ruby coil unintentionally detached from its pusher assembly within the microcatheter; therefore, it was removed. The procedure was successfully completed using another coil. There was no report of an adverse effect to the patient.